Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A review of the device labeling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient was on the first day after undergoing a second transurethral resection of the bladder + bladder biopsy + urethral stricture dilation. At 2:24, the patient complained of urinary urgency and slight abdominal distension, and bladder irrigation was not flowing smoothly. Upon bedside examination by the doctor, the foley catheter was found to have dislodged. Upon checking the catheter, the balloon was leaking. A new catheter was reinserted, and the patient received explanation and psychological reassurance. The postoperative reinsertion of the urinary catheter caused discomfort to the patient and increased the risk of infection. No medical intervention was reported.

Event description:
It was reported that on (B)(6) 2025, the patient was on the first day after undergoing a second transurethral resection of the bladder + bladder biopsy + urethral stricture dilation. At 2:24, the patient complained of urinary urgency and slight abdominal distension, and bladder irrigation was not flowing smoothly. Upon bedside examination by the doctor, the foley catheter was found to have dislodged. Upon checking the catheter, the balloon was leaking. A new catheter was reinserted, and the patient received explanation and psychological reassurance. The postoperative reinsertion of the urinary catheter caused discomfort to the patient and increased the risk of infection. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.